Event description:
A cardiac science sales rep visited the customer because his AED was beeping and the rescue ready indicator light was red. After opening the lid, the AED began to analyze and then started countdown to shock and shocked into the electrodes. There was a loud noise and the electrodes perforated. No one was hurt. After replacing the electrodes, the AED was rescue ready. Two days later, the rescue ready light was red and the AED had error code 0x48 and needed service.

Manufacturer narrative:
The device has not been returned to cardiac science for evaluation.